Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the xience pro x stent delivery system (sds) was unable to cross the proximal lcx (left circumflex) despite additional predilatation, indicating the device was removed and re-inserted after additional predilatation was performed. It should be noted that the xience pro x everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this case, it is unknown if the instructions for use (IFU) deviation related to re-insertion contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prox device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that this was a percutaneous coronary intervention in the proximal left circumflex (lcx) to first obtuse marginal (om1) bifurcation. The 2.25x18 mm xience sierra stent was implanted in the predilated, proximal om1. The 2.25x18 mm xience prox initially failed to cross the lcx, but after additional predilatation, was able to cross into the distal lcx and was implanted. The 3.5x15 mm xience prox was unable to cross the proximal lcx despite additional predilatation. The proximal shaft of the 3.5x15 stent delivery system broke outside the patient. A non-abbott stent was implanted in the prox lcx. The final angiogram showed a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.